Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was attempted to be placed several times in the laa, with the device being too proximal or canted on transesophageal echocardiogram (tee). The closure device was recaptured and redeployed several times. After multiple unsuccessful attempts to place the 31mm device, we decided to downsize to a 27mm wds. The new closure device also required multiple recapture/redeployments before the device was positioned into an acceptable position. The physician decided to begin going through the release criteria and on the initial inspection a large circumferential pericardial effusion was noted. The release criteria was quickly checked and confirmed. The closure device was released and successfully implanted in the laa of the patient. The patients vital signs started to show signs of cardiac tamponade, so the decision was made to perform a pericardiocentesis. Once the physician began to drain the fluid, the vital signs stabilized. Approximately 800-1000ml of blood was drained and returned to the patient venously (drained over 30 minutes to an hour). Fluid was continuously drained until it stabilized on tee. At this point, the drain was hooked to a vacuum drain, and the patient was watched for 30 additional minutes to confirm that the effusion was stable. Anesthesia was reversed at this point, and the patient was then extubated and transferred to the cardiac care unit. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.